Manufacturer narrative:
This supplemental report is being submitted to provide investigation information. The returned catheter was inspected and during the investigation it was found that the root cause of this issue was saline contamination of the interconnect area. This is a case of user mishandling. The catheter was replaced at the site. Reference# (B)(4).

Event description:
The device was returned for investigation. During the evaluation of the device, the pca burned was observed and corroded, the iso port, was contaminated, and the pollen filter was need to replace due to preventive maintenance. Although there was no reported patient death or serious injury, this complaint is reportable because the reported issue/event could potentially cause or contribute to a death or serious injury if the malfunction were to recur.

Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference# (B)(4).